Event description:
It was reported to boston scientific corporation that during the morning of (B)(6) 2011, an uphold vaginal support system was implanted without any issues during an anterior repair procedure. That evening, the patient complained of extreme pain in her right buttock. The patient returned to the implanting physician the next day, and described the pain as intense in the right buttock near the gluteus muscle, and radiating over the hip and onto the upper thigh. The pain was reportedly considered a 5 out of 10 on the pain scale. The implanting physician consulted with another physician, who recommended waiting 24 hours to see if the pain would subside; however, it did not and the patient was scheduled for an operation. On (B)(6) 2011, the patient had the operation, performed by the implanting physician with the consulting physician assisting. During this procedure, the mesh leg was withdrawn from the patient's right sacrospinous ligament; however, the rest of the mesh was left implanted and intact. During this procedure, the consulting physician confirmed that the placement of the device during the implantation procedure had been correct, per the device directions for use. He opined that irregularity in the patient's anatomy may have caused the pain, or that it was due to simple irritation of the iliococcygeus muscle. At the conclusion of this procedure, the patient was kept in the hospital (duration unknown) and was on medications (types unknown). Reportedly, removal of the mesh leg had greatly relieved the patient of her buttock pain. She was eventually able to go home on post-operative pain medication (exact type and duration unknown). As of (B)(6) 2011, the patient had been experiencing some continued urinary retention, and had a catheter in place. It was reported on (B)(6) 2011, that the patient's urinary retention and pain have resolved, and she is doing well. The implanting physician believes the urinary retention was due to the pain caused by the uphold placement.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.